Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided brady pacing when not required. Technical services (ts) was consulted, and it was found the patient had a premature ventricular contraction (pvc) that felt into blanking; therefore, the device provided a ventricular pace followed by another pvc, subsequently a supraventricular tachycardia (svt) was initiated. This svt rhythm self-terminated. However, ts was not able to determine if the ventricular pace provided could have caused the svt. Programming options were recommended. No additional adverse patient effects were reported. This ICD remains in service.